Manufacturer narrative:
We have a picture of the device. However, the device was tampered with.

Event description:
Company bought 12 year old used scooter from unk source. Parts from other units combined on scooter. Company is not a dealer of ours. Unit used as a rental. Manual states unit is not to be used for rental. It is alleged the 12 year old scooter was rented to a lady. In a crowded convention room, the lady ran into another lady cutting her leg. It required stitches. Claims a flat-1 1/2" piece of broken handle on the back of the scooter in the middle cut the lady, as the lady drove and turned the scooter. Maintenance issue. Failure to maintain scooter in working condition as the manual states. A convention center employee removed parts from the unit (evidence) at the time of the incident. No access to unit at this time.